Event description:
It was reported that during a laparoscopic appendectomy procedure, after the surgeon fired the stapler, the tissue was stuck to the stapler and would not release. There were no patient consequences. Unknown how case was completed. Unknown if the device will be returned.

Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the visual evidence provided in the photos, no conclusion could be drawn as to the cause of the complication.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available for return? If yes, please provide name, address and phone number for sending shipper kit. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any damage to the tissue? Was there any patient consequence or change in the post-operative care of the patient? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? (B)(4).